Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during routine follow-up atrial lead showed intermittent capture. The lead was explanted. The patient is doing well.